Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11 a getinge field service engineer (fse) evaluated the device and resolved the issue by cleaning and readjusting the battery bay for the two main batteries. There was no patient involvement. All operational and safety checks were performed.

Event description:
N/a

Event description:
It was reported that during pre-check, the cardiosave intra-aortic balloon pump (iabp) batteries do not pop/spring out anymore. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.